Manufacturer narrative:
The insulin pump passed the displacement test and self test. No hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected (line number 356 file number 32127) alarm due to hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 9.5 mmol/l. Customer was stated that they were not able to clear the alarm and received request to rewind insulin pump. Customer also stated that they were not able to complete insulin pump rewind. Customer troubleshoot was performed. The customer was advised insulin pump will need to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.